Event description:
Customer reported via email: blade snapped during use. The surgeon was using the scissors to cut through some scar tissue in a hand and the blade snapped during use, no undue force was used. Unfortunately the broken piece was disposed of. 06may2019 additional information: 1. What was the procedure that was being performed? Hand surgery, surgeon was cutting through scar tissue. 2 did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, the broken piece fell into the wound and was removed with a pair of forceps. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No. 4. What was the patient¿s outcome? No problems, operation was completed using different instruments. 5. Was the procedure completed as planned? Yes. 6. Can you please send all parts of the instrument for evaluation? As mentioned in the complaint form, the broken piece was unfortunately disposed of by the scrub nurse at the time. No further information available.

Manufacturer narrative:
Pr # 932994 follow up MDR - the sample was provided, and an evaluation was performed. The root cause is determined to be from improper maintenance. The tip is bent, and the tungsten carbide is broken off. After processing and before sterilization the instrument must be checked regarding the proper function, including sharpness of the cutting tools. The product was within specification when it was manufactured. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue.

Manufacturer narrative:
Pr # (B)(4). On (B)(4) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via email: blade snapped during use. The surgeon was using the scissors to cut through some scar tissue in a hand and the blade snapped during use, no undue force was used. Unfortunately the broken piece was disposed of. On 06may2019 additional information: what was the procedure that was being performed? Hand surgery, surgeon was cutting through scar tissue. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, the broken piece fell into the wound and was removed with a pair of forceps. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No. What was the patient¿s outcome? No problems, operation was completed using different instruments. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? As mentioned in the complaint form, the broken piece was unfortunately disposed of by the scrub nurse at the time. No further information available.